Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws eventually open to release the renal vein? No. If no, how was the device removed from the patient? With scissors and graspers. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws eventually open to release the renal vein? If no, how was the device removed from the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a live donor nephrectomy, the stapler was opened and placed around renal vein. The firing trigger was pulled once and then became stuck on the vein. The vein was then controlled with a hemolock, the kidney was removed with no further problem to the patient.